Event description:
It was reported that "during a total abdominal hysterectomy a tiny hole developed in the insulative sheath material of the 6" electrosurgical active electrode." No serious injury occurred. The surgery was not delayed and the outcome was not affected.